Manufacturer narrative:
It was reported that a maniupulation under anesthesia for hyperextends was performed and a revision surgery was performed. Insert was explanted. The associated device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device information. As device details were not made available, device history record and complaint history review cannot be completed. There is no information that would suggest the devices failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated at this time. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Per our risk management file, probable causes could include but not limited to patient medical history or patient injury. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a mua for hyperextends was performed and a revision surgery was performed. Insert was explanted.